Event description:
A home pt (hp) reported a broken transfer set. The hp reported the transfer set started leaking within 10 days of use. The pt received a transfer set change. No further info is available.